Manufacturer narrative:
To date the device involved in the report incident has been received for eval. An investigation has been initiated based on the reported info.

Event description:
(B)(4). The reporter stated, the blade would not retract while in pt. The surgeon retracted the blade through the cannula after he did the release and when he took the blade out he realized that the blade didn't retract. The surgeon was able to remove unit without harming pt.